Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 button 2 were not depressed. The syringe was received connected to the device, and unknown procedure sheath was locked on the device and blood was noted in the procedure sheath. No damages were noted on it. The stopcock was observed closed. The balloon was found fully deflated. In addition, the sealant was found fully covered by the sealant sleeves and no damages were observed on the sealant sleeves assembly. The inflation/deflation test, as per the mynx control instructions for use (IFU) was conducted. The findings indicated a balloon leak on the balloon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered on the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics, such as tortuosity and bends of the vessel, and/or concomitant device factors are likely. Vessel anatomy and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of the 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx was used in a diagnostic procedure with a retrograde approach. The deployer is mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.